Event description:
It was reported that the patient was dissatisfied with the pain-relieving effect of the device. Despite reprogramming, the patient expressed discomfort with the stimulation sensation. No issues were identified with the device itself. The patient subsequently underwent a spinal cord stimulation explant procedure. Postoperatively, there was no change in the patients condition. The devices will not be returned, as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Brand name: artisan. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Lot: 7074049. Correction to the initial MDR in block b1: both adverse event and product problem should have been selected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, brand name: artisan, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), lot: 7074049.

Event description:
It was reported that the patient was dissatisfied with the pain-relieving effect of the device. Despite reprogramming, the patient expressed discomfort with the stimulation sensation. No issues were identified with the device itself. The patient subsequently underwent a spinal cord stimulation explant procedure. Postoperatively, there was no change in the patients condition. The devices will not be returned, as they were discarded by the medical facility.